Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1. 3005248192-2022-00744 follow up report 1. 3005248192-2022-00765 follow up report 1. 3005248192-2022-00796 follow up report 1. 3005248192-2022-01095. 3005248192-2022-01096. 3005248192-2022-01097. 3005248192-2022-01098. 3005248192-2022-01099. 3005248192-2022-01100. 3005248192-2022-01101. 3005248192-2022-01102. 3005248192-2022-01103. 3005248192-2022-01104. 3005248192-2022-00716. 3005248192-2022-00791. 3005248192-2022-00735. 3005248192-2022-00904. 3005248192-2022-00705. 3005248192-2022-01098. 3005248192-2022-01099. 3005248192-2022-01100. 3005248192-2022-00752 follow up 01. 3005248192-2022-00753 follow up 01. 3005248192-2022-00743 follow up 01. 3005248192-2022-00719. 3005248192-2022-00978 follow up 01. 3005248192-2022-00979 follow up 01. 3005248192-2022-00980 follow up 01. 3005248192-2022-00937 follow up 01. 3005248192-2022-01017 follow up 01.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list: 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list: 9n79-96) sold in the united states. Ticket does not reference a us list: 9n79-96 lot number.

Event description:
The customer reported 3 discrepant results for multiple targets on the alinity m resp-4-plex assay. Sid: (sample ID) (B)(6) was positive for flu b, and when reran gave a negative result. Sid: (B)(6) was positive for flu b, and when reran was positive for rsv. Sid: (B)(6) was positive for flu b, and when reran was positive for rsv and sars-cov-2. This incident is being reported to FDA because the incident occurred in germany using the alinity m resp-4-plex assay, list number: 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number: 9n79-96, which received FDA eua approval.